Event description:
A nurse at the user facility reports that during intraocular lens (iol) surgery, a white spot was noted on the lens after inserting the iol into the eye. The incision was widened to facilitate removal of the lens. Add'l info has been requested.